Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, 7f, 16f edwards, 18f edwards, heparin, edwards heart valve system, proglide suture (x1). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced in the event description is submitted under a separate MFR report number.

Event description:
It was reported that suture placement in a common femoral artery was completed with two proglide devices, via a 7f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the preplaced proglide sutures did not achieve hemostasis. Bleeding occurred. Using the cross over technique, a balloon was placed and a cut down was performed to achieve hemostasis. It was noted that only one of the proglide devices had caught the vessel wall correctly. Due to obesity, comorbidities, and the tavi procedure the patient subsequently had a stroke and died. The physician stated that the stroke and death was not related to the proglide devices. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.